Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated manufacturer report #3005099803-2012-02513 pertains to the other device.it was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6), 2010.according to the complainant, the patient experienced complications (specifics unknown).all other information, including the patient's current condition, is unknown and reportedly unavailable.